Event description:
The customer contacted physio-control to report that their device would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the unit may turn on or off by itself, or not be able to turn on or off when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system/memory pcb assembly and determined that the cause of the reported failure was process residue under a filter, designator fl117, which caused current leakage to ground. This failure could lead to the device depleting batteries faster than normal as well as powering on, or off, inappropriately, or the inability to power the unit on, or off.